Event description:
It was reported that a patient with a custom tracheostomy tube had his tracheostomy tube break twice while inpatient back in january. The loop where the ties attach is where it brakes, which is extremely dangerous as the trach was no longer secured around his neck and this was initially unnoticed. There was no patient harm due to the extra-long length of the trach even though it was not secured, they did not accidentally decannulate which would have been catastrophic for them given his tenuous status and vent dependence. There was medical intervention required, emergency tracheostomy tube change was performed by family member. A1: one patient, two product malfunctions. Emdr-19703 and emdr-19976 both represent the same patient. This is the second malfunction report for the related complaints.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.